Manufacturer narrative:
Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had many scratches on the casing and display screen due to wear and tear. The most recent blood glucose reading was 150 mg/dl. The customer stated that the damage occurred due to bumping into stuff while keeping the device in the belt clip at work. He noted that the scratches on the display were at the middle and on most of the right side of the screen. Advised replacement of the insulin pump. Nothing further reported.